Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800mg/dl. Reportedly, the cause of the high bg was a kinked cannula on a non-tandem infusion set. The infusion set brand and manufacture was not provided. The customer went to the emergency room and was subsequently hospitalized. Treatment was administered via intravenous insulin. System check with tandem technical support confirmed the pump was functioning as intended. No additional information was provided regarding the reported issue.